Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed that on (B)(4) 2015 the battery was replaced following a replace battery alarm. Two unexplained reboots followed the battery replacement. A visual inspection of the pump showed that the battery compartment was undamaged; however, a paint chip from the pump was stuck in the middle of the battery contact of the compartment. The returned battery cap secured properly to the pump and a power loss was not observed. The pump was exercised for 24 hours with no power loss. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint was not duplicated during testing. Unrelated to the complaint, the display screen was dim and discolored.